Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient had recovered without any negative side effects.

Event description:
It was reported that the patient had a stent procedure on (B)(6) 2013 and post-surgery they had pain in their back. When the pancreatic stent was being placed the patient started screaming in pain. The pain was so severe they were going to call a surgeon but the pain subsided on its own. The patient did not remember how long the pain lasted. The doctor also mentioned that there could have been emi from the patient¿s spinal cord stimulator system. There was no power on reset reported with this event. The patient also had a shocking event in spring of 2014. The patient had their device explanted and replaced on (B)(6) 2014 for other reasons. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2014-15942 for information regarding the explant and replacement.

Event description:
Additional information received reported that the patient's system was not affected by electromagnetic interference (emi) and no power on reset (por) was displayed.